Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the video internal xavier board (vix) to resolve the issue. The system was tested and verified as ready for use. The vix was returned for evaluation and the reported ¿307 error¿ issue was neither confirmed nor replicated. The vix was visually inspected, where no issues were found. Upon review of the error logs, no 307 errors could be found.